Event description:
It was reported that the right ventricle pacing lead was successfully repostioned due to an increase of threshold from 0.5 volts to >3 volts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.